Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t1 and t2 deployed simultaneously from the device. Both implants were successfully removed. No patient injury or complications were reported.

Manufacturer narrative:
Customer's reported complaint of the t1 and t2 simultaneous deployment could not be validated. Visual assessment found both t¿s attached on the insertion needle and the insertion needle was found to be bent in two planes. Device evaluation determined the root cause to be user error. (B)(4).